Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she experienced low blood glucose. The customer's blood glucose was 60 mg/dl at the time of incident. The customer's blood glucose was 56 mg/dl at the time of call. The customer's spouse stated that her blood glucose went down to 47 mg/dl. The customer's spouse treated her low blood glucose with food. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will not be returned for analysis.